Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in the heart. During the procedure, the balloon burst when the physician used pressure pump to dilate the balloon. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure.

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in the heart. During the procedure, the balloon burst when the physician used pressure pump to dilate the balloon. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres for 2 seconds. The balloon was completely removed from the patient's body.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. A visual and microscopic examination of the balloon found no tears or holes in the balloon material. The returned device was attached to an encore inflation unit and the balloon was inflated to its rated burst pressure of 12 atmospheres. The balloon fully inflated and maintained pressure with no leaks noted. Using the same encore, a vacuum was pulled and the balloon deflated with no resistance noted. The balloon was inflated to its rbp of 12 atmospheres, on two more occasions, and the balloon maintained pressure for 30 seconds before a vacuum was pulled. No leaks were noted in the balloon. The encore inflation device was verified before and after use using a druck pressure gauge. No damage was observed to any of the blades. All blades are fully bonded onto the balloon. A visual and tactile examination found no issues with the hypotube of this device. The markerbands and tip and of the device were visually and microscopically examined, and no issues were noted with the device that may have potentially contributed to the complaint incident.

Event description:
It was reported that the balloon ruptured. A 10mmx3.00mm wolverine coronary cutting balloon was selected for use in the heart. During the procedure, the balloon burst when the physician used pressure pump to dilate the balloon. The procedure was completed with another of the same device. No complications were reported and the patient was stable post procedure. It was further reported that the 80% stenosed target lesion was located in the moderately tortuous and moderately calcified artery. During the procedure, it was noted that the balloon ruptured upon second inflation at 8 atmospheres for 2 seconds. The balloon was completely removed from the patient's body.